Event description:
Customer reported ghosting and image flickering. No pt injury was reported.

Manufacturer narrative:
A ge representativ evaluated the system and reseated circuit boards. System operates as intended. This MDR is related to ge healthcare complaint number.